Event description:
On 5-4-97 this nursing home resident was being transferred via an arjo maxilift and cling. During the transfer, two of the sling's straps broke or ripped, and two remained intact. The resident fell and slid to the floor. A staff member minimized the impact with her foot/leg. No injuries resulted from this incident and the resident does not recall the incident and shows no fear of continued transfer with the lift. MFR's representative was contacted on 5/5/97... He stated that slings lifespan varies, from a month to over 4 years. Capacity of slings is 350 pounds.